Event description:
Since getting mentor silicone implants, noticed many issues. Fatigue, memory fog, joint pain, sinus issues, facial swelling, severe dry eyes, trouble concentrating, breast pain, just to name a few. I was told these are safe. My symptoms started when I implanted. Something needs to be done and help women get explanted, so we can get our lives back. Physicians along with mfrs need to be held responsible. Breast implant illness is real.